Event description:
During a surgical procedure, the mixer was switched to 100% 02/n20. A monitor alerted the staff that 98% n20 was being delivered.

Manufacturer narrative:
The problem was caused by the removed concentration knob from the mixer. Since the knob was placed on the top of the device, it is co's conclusion that it must have been observed by the hospital staff that the knob had detached from the mixer, either before or during use. Since no action was taken by the operator to correct the problem, it is co's standpoint that the incident was caused by user error.